Manufacturer narrative:
(B)(4). Batch # r9337a. Date of event is 2020. Event day and event month were not reported. Investigation summary: the hand piece was received with the nose cone cracked and the mount loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed due to the cracked nose cone and no instrument could be attached to the hand piece. The instrument was disassembled to inspect internal components. The moisture indicator was positive and the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected hand piece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts were being made to obtain the following information: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was defective. There were no patient consequences reported. No additional information is available at this time.